Event description:
Information was received from a patient with an implantable neurostimulator (ins) for radiculopathy. The patient stated that the las t three times they have recharged their device they get an icon with a doctor/stethoscope/ER ! Symbol prioto connecting. It does go to the regular screen after a few seconds and they can began the recharge. The patient also noted that they started to have significant leg weakness in (B)(6) 2016, and have not been able to stand for longer than a minute or two. When they are at church they have to reach for the pew in front of them and they have needed to sit down during long parts of the mass. When the leg weakness began it was barely there and they could still stand. They also began having tremors and shakiness in the hands in (B)(6) 2016. It was reported these symptoms occurred because the ins had stopped working completely. They need an MRI but they don¿t have a healthcare professional (hcp) who will take it out. The patient¿s hcp wants them to have an MRI but they need to have their device removed and have a new one put in first. The MRI procedure was noted to not be due to a problem with the device or therapy but symptoms were reported and it was unknown if they were related. The patient had gone to see their doctor about the reported symptoms but they stated the doctor would not do anything but additional x-rays. X-rays had been performed but the results of the x-ray remain unknown at this time, and the patient declined to have additional x-rays performed due to financial issues. They did a lab test and determined that their medications for depression, anxiety and bi-polar disorder were not causing their tremors. It was noted the doctor would not take out the ins until they receive an operative report from the implanting physician. The patient also reported they were now finding out they could possibly have breast cancer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was having the device explanted because the ¿device doesn¿t work.¿ additional information was received from the patient on 2018-03-28. The patient reported that she was going to have the neurostimulator (ins) explanted (B)(6)2018 however she decided not to take it out, she would leave it in. The patient reported that even though it wasn¿t working she couldn¿t afford to take it out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the ins was dead and would not take a charge. The hcp reported that the patient needed their ins replaced and noted that the leads did not need to be replaced. No further complications are anticipated.